Event description:
With the first 3 consecutive discharges of defibrillator energy, the device would emit three beeps, the joules available would "decrement" and the patient would not show expected response. With the next attempt, the patient was successfully cardioverted. The reporter stated that there was no affect on patient outcome resulting from the discrepancy.